Manufacturer narrative:
The instrument has been investigated and was found operable upon arrival. The field service engineer (fse) inspected the scanner cable and found a break in the wire. The scanner was replaced and tested. Repairs to the scanner have returned the instrument to expected operation. The instrument was tested without further problem.

Event description:
The barcode scanner on the ortho summit sample handling system instrument misread the sample barcode. A barcode misread could result in a sample from one pt being misinterpreted for another. No death or serious injury was associated with this incident. This report corresponds to ortho clinical diagnostics inc. (B)(4).